Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional and/or corrected information. The device was not returned. The device could not be visually inspected in an effort to confirm the defect. A photo was received; however, the photo does not display the metal latch. A review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ spain. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the metal door latch on the housing has broken off. Had this event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, in this case no further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.